Manufacturer narrative:
Batch review performed on 7 june 2023: lot 189546: (B)(4) items manufactured and released on 01-mar-2019. Expiration date: 2024-feb-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 4 months after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully. Primary surgery was a competitor revision.